Event description:
The patient presented in the hospital after receiving inappropriate shocks from noise. Noise was not reproducible with arm movements but was observed during interrogation. The lead was explanted.

Manufacturer narrative:
The reported noise was confirmed. Analysis confirmed external insulation abrasion at 13.6 to 13.8 cm from the electrode tip, consistent with that produced by friction with another device. This abrasion would cause the reported noise. Another external insulation abrasion was also note at 27.8 to 28.9 cm from the electrode tip. Internal abrasion was found under the svc coil at 23cm from the connector pin.

Event description:
Additional information received indicated lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.